Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The physician stated that the item broke within 2 weeks and should last for four weeks. This was used for an abcess. The item broke at home and the patient brought the broken catheter into the office. The patient did not need any medical attention at this time but the physician stressed that the patient may need medical attention at another time.

Manufacturer narrative:
(B)(4). The device lot number was not provided; therefore a DHR review could not be conducted. An actual sample was returned for analysis. It was reported that the catheter broke within 2 weeks and should last for four weeks. It was stated that the balloon of the catheter was broken inside the patient. Visual examination was conducted to the returned sample and did not reveal any obvious defect or abnormality except balloon was already broken. Closer look on the balloon, found that typical sign of deterioration on that area. Further investigation, the catheter was manually pulled and observed no crack or detachment on the sample. This reported failure of broken catheter probably could happen due to catheter have been in contact with any ointment or lubricant from petroleum based. This incompatibility is commonly known to weaken the rubber properties and the prohibition of using such detrimental substances is also stated in the label of the product packaging. Based on the analysis conducted, the returned device was found deteriorated at balloon area. The defects occurred most probably due to sign of degradation as other remarks: the product have been exposed detrimental substances which may weaken the rubber properties of the product itself. In current manufacturing process, all the products are 100% inspected for visual appearance and functional test before packaging. Any defect as such will be culled out during these processes. Therefore, this complaint cannot be confirmed.

Event description:
The physician stated that the item broke within 2 weeks and should last for four weeks. This was used for an abcess. The item broke at home and the patient brought the broken catheter into the office. The patient did not need any medical attention at this time but the physician stressed that the patient may need medical attention at another time.